Event description:
The customer reported the evis exera iii video system center displayed an e216 and b40 communication errors. The therapeutic laparoscopic hysterectomy procedure was started without issue, but after approximately 30 minutes the two error messages were displayed. The device then lost the image and pictures could not be taken. There was a 10 minute delay and the procedure was completed with a similar device. The customer tried to replicate the issue outside of the patient, but the errors did not come up. The customer consulted with an olympus field service engineer who recommended having the device serviced. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b40 error could not be identified. Olympus will continue to monitor field performance for this device.